Event description:
It was reported that balloon rupture occurred. The target lesion was located in the moderately tortuous and severely calcified superficial femoral artery. A 6.00mm/135cm/2cm peripheral cutting balloon was selected for use. During procedure, it was noted that the balloon ruptured below the rated burst pressure. The procedure was completed with a different device. No patient complications were reported.

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the moderately tortuous and severely calcified superficial femoral artery. A 6.00mm/135cm/2cm peripheral cutting balloon was selected for use. During procedure, it was noted that the balloon ruptured below the rated burst pressure. The procedure was completed with a different device. No patient complications were reported.

Manufacturer narrative:
Device evaluated by MFR: the device was returned for analysis. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. The returned device was attached to a boston scientific encore inflation unit and positive pressure was applied in an attempt to inflate the balloon. The balloon could not be inflated due to the presence of solidified media that was present within the inflation lumen. The device was soaked in a water bath at a temperature of 37 degrees celsius to help soften the media before further inflation attempts were made. The device was removed from the bath and the balloon was again attached to an inflation device. Positive pressure was applied, and the balloon was inflated to its rate of burst pressure of 10atm without issue. A vacuum was then applied. The inflation device was verified at 10atm, before and after use with a calibrated pressure gauge. This inflation to rate of burst pressure of 10atm was repeated three times with no leaks or drop in pressure noted. No issues were identified with balloon inflation or the balloon material. No issues were noted with the tip section of the device. A visual and microscopic examination found no issue with the markerbands. A visual and tactile examination found that the shaft was kinked at more than one location. This type of damage is consistent with excessive force being applied to the device. No other issues were identified during the product analysis.